Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the fms vue pump, quick connect mechanism no functioning, hard to tell if its fully connected, losing suction, inflow wheel spins constantly, sometimes the saline will revert back into bag. During set up, no delay, not patient injury, hospital owned.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: per service manual operational and diagnostic analysis confirmed reported issue (losing suction, inflow wheel spins constantly). Replaced left and right pressure arm assy as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed four dissimilar complaints for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the fms vue pump, quick connect mechanism no functioning, hard to tell if its fully connected, losing suction, inflow wheel spins constantly, sometimes the saline will revert back into bag. During set up, no delay, not patient injury, hospital owned.